Event description:
It was reported that two weeks post colectomy, the pt called stating he/she was experiencing bloody bowel movements. An edg is planned to make sure the pt doesn't have an ulcer, which could be causing the bleeding. There is also a question as to whether or not there is a staple line leak. The pt was not on blood thinners.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.